Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected in the lips with 0.6 of a syringe of juvéderm volbella® xc and a month later in the lips with one syringe of juvéderm volbella® xc. Patient experienced diarrhea a month later, deemed not related to the injections. Days later, patient experienced swelling, pain, sun burn sensation and nodules. Patient was treated with benadryl, six days later with keflex and prednisone the next day. Biopsy was not performed. The nodules are still ongoing, but the other symptoms have been resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2021-00272. (Allergan complaint #(B)(4). This MDR is being submitted for the 2nd suspect product, juvéderm volbella® xc.